Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 250 mg/dl and an insulin injection was to be administered to address the bg level. The customer had changed the cartridge multiple times as it was thought that the insulin may have degraded due to being exposed to hot weather. There was no pump alerts or alarms. The next day, the customer had some higher than normal bg levels and was currently at 166 mg/dl. The customer indicated the bg level would continued to be monitored. The customer declined tandem technical support's offer to troubleshoot to determine a possible cause of the high bg level.